Event description:
Patient presented to the physician with irritation and purulent discharge at the chest incision site. Cultures were taken and results returned positive for mssa infection. Physician prescribed antibiotics. This resolved the issue.